Event description:
It was reported that the autopulse platform stopped compressions after approx 5 mins; system displayed a decreased battery while it was running. Battery was replaced, compressions continued for about 2 mins, system displayed the decreased battery level message again. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted when the device is rec'd and evaluated. No adverse event reported.